Event description:
A customer reported to beckman coulter inc. (Bci) that the synchron lx20 analyzer generated eight (8) erroneously low sodium results. Results were reported out of the lab. Repeated testing generated higher results and reports were amended. No change to patient treatment or diagnosis was reported.

Manufacturer narrative:
Sample collection and centrifugation information were not provided. A root cause has not been determined for this event.